Manufacturer narrative:
Concomitant medical produucts: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient could not talk because they were in so much pain. The patient¿s pain had been gradually increasing for the past 3 weeks. The patient had been to the ER 3 times since the device was implanted. The patient was having spasms and was not getting the right kind of response from the stimulator. The patient had surging from the device. The patient was implanted for complex regional pain syndrome. The patient reported experiencing a random surging sensation in her lower part of her body. The patient reported that she was in a lot of pain. The patient turned the implant off but stated that she felt more comfortable with it on so the patient turned it back on. The patient went to the ER about a week prior to report for a CT scan and it showed that none of the leads had moved. The patient did have a fall prior to that and was pretty certain something moved. Later it was reported that the patient was in severe pain and probably having a panic attack at the time of report and could not talk. The patient¿s ins was surging even though the numbers were not physically moving on the programmer. It was like the stimulation was surging up and down. The reporter stated that it would go from a 2 to a 4.5. The patient stated that it was off and it was at 1.1 volts. The caller stated that the implant would power on to full volume and then would power off without actually turning off. The caller stated that patient started feeling the surging stimulation and severe pain around 1:30 pm and the issues started during a round of physical therapy. The patient experienced the surging when it was constant and it was positional and happened when she moved, flexes, or heaves it caused the stimulator to go on or off intensity. The reporter stated that the patient had a really bad fall and stated that he was suspected that the leads may have been knocked out of place where they connect into the ins battery and left bu ttock. The patient had been having neuropathic pain and this surging had happened once before as a result the patient had to go to the hospital. Relevant medical history included: spinal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.